Event description:
During the operation the knife (cutter) did not work several times (no rotation). In addition, there was a loud metalic sound in the case while the knife (cutter) was working. Consequently, the safetyfuse/device in the vacuum pump reacted and the driver did not function any longer. The procedure was aborted.